Manufacturer narrative:
Product analysis: visual review of returned driver tip identified angulated fracture with significant fracture surface damage and smearing. The undamaged portion of the fracture identified a quasi-brittle fracture, no indication of fatigue and a shear lip, co nsistent with bend stress overload.

Event description:
It was reported that during surgery, the tip of the driver broke and was left in the screw. The surgeon had to replace the screw with a new one to complete the surgery successfully. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.